Manufacturer narrative:
Invacare was made aware of an event that occurred in united kingdom with an action 4 ng manual wheelchair manufactured by invacare france. This medwatch is being filed in an abundance of caution due to the us manufactured myon wheelchair being similar in design and would likely have the same outcome as this event. No malfunction of the wheelchair was alleged, the occurrence was the result of unintended user error. It was reported the patient is non-compliant with wearing her lap belt despite being advised multiple times to wear it. The invacare myon jr wheelchairs user manual recommends wearing the seat positioning strap. The user manual also provides instruction for proper navigation over curbs and states to not attempt to ride over curbs or obstacles. If additional information becomes available, a follow-up medwatch will be filed.

Event description:
It was reported the patient fell out of the action 4 ng wheelchair on (B)(6)2024 around 2pm. She was out with 2 of her caregivers who were pushing her outside. She was not wearing her lap belt. When they tried to go up on to the pavement, the casters were not high enough and hit the curb. She fell forwards out of the wheelchair and fractured her knee and sustained some superficial injuries to her arms and face. She was taken to the hospital where she was treated. The left leg is now in a cast. The ot reporter advised the patient will need surgery to her knee.